Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that it was extremely difficult to remove the protective sheath from the balloon and during the process, the distal shaft became stretched. No additional information was provided. Return device analysis revealed an inner member separation.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported stretched shaft was confirmed. The shaft inner member was found separated during analysis. While a search of the lot history record indicated no related non-conformance records for this specific lot, a chemical analysis was conducted along with an expanded related record review and investigation. A product issue potentially related to difficulty removing the sheath was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.